Event description:
It was reported that high impedances of greater than 20,000 ohms were measured on all electrodes and the patient had less than 50 percent therapy relief. The patient had no trauma or accidents. Hospitalization was required and a revision was done to replace the lead. X-rays had been done. The issue was resolved after replacing the lead and the patient¿s therapy was effective.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3877-45, lot# 0207449010, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the lead found the conductor on the lead body was broken and the anchor site was unknown. All conductors were broken 21.9 cm from the distal end.